Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that it was difficult to push insulin though the tubing using the plunger. The customer reported that he changed the tubing twice and changed the reservoir also, and was finally able to push insulin through. Blood glucose level at the time of the incident was 134 mg/dl. The customer was advised that the reservoirs would be replaced but no longer had the products to return for analysis.